Manufacturer narrative:
This report is submitted on february 18, 2020.

Event description:
Per the clinic, the patient has been a non-user of the device for the past 16 years and requires an MRI scan for investigation of neck and arm pain. The device was electively explanted on (B)(6) 2020 and the patient was not reimplanted with a new device during the same surgery.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on (B)(6) 2020.